Event description:
The customer is requesting an event log review. A patient was receiving a cardizem drip at 10 ml/hr on one module and a primary infusion at 100 ml/hr on another module. The nurse thought the cardizem bag was empty so another bag was hung. After 1-2 hours the nurse noticed the cardizem drip was infusing at 100 ml/hr; this drip was stopped. It was at this time the nurse realized the cardizem was hung on the module that was infusing the primary infusion. The nurse noted she never reset the vtbi when the new cardizem bag was hung. The customer requested a report on all three modules that were attached starting at 5 pm on (B)(6) to 12 pm on (B)(6). There was no report of patient harm or medical intervention. Although requested, no further patient/ event information was reported.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.